Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection revealed functional damage to the power supply cable. No other physical damage on the unit was noted. The root cause of the reported event was due to a damage on the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
While taking a reading the patient electronics unit sparked and smoke was observed. There was no patient harm. The unit was replaced. During investigation it was determined that the power supply cable was the root cause of the event.